Event description:
It was reported that the keypad buttons were intermittently unresponsive. A family member reported that the pt was off the pump from september 2010 until recently, and has now gone back on the pump. Upon resuming insulin pump therapy, it was noted that the keypad buttons are intermittently unresponsive. The family member denied physical damage to the rubber keypad, and stated that the pt wears the pump in her bra, in her pocket, or on her waist.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.